Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported total power failure and ventilation stop. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause was a battery manufacturing issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device had a total power failure and stopped ventilation. The patient had to be manually ventilated after the event. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had a total power failure and stopped ventilation. The patient had to be manually ventilated after the event. There was no patient injury reported as a result of this incident.